Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Review of the system settings for the programmed treatment, system images of the optical coherence tomography (oct) scans, and the overlays on video microscope (vm) was performed. No unusual values were found in the system settings. The vm image and the oct line and circle scans did not have any notable issues that might have caused or contributed to the event. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported to a company representative during a laser assisted cataract procedure a posterior capsular tear occured. Surgeon indicated when he used a lens pre chopper, he thought there was a possibility of a posterior capsular tear, however, did not take precautions at that time. Hydrodisection and hydro delineation were performed; and it was not until phacoemulsification that the tear was identified. Reporter relayed an anterior vitrectomy was performed and the intraocular lens (iol) implanted into the sulcus without complications.